Manufacturer narrative:
User facility mandatory medwatch was rec'd on (B)(4) 2010. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch rec'd that stated: "operating room #1 - was ready for pt in pre-op room #1 and the pre-op nurse assigned to pt requested help starting an IV. IV was started and hooked up to IV fluid already hanging in the room. Noticed the tubing did not have the right clarity to it and the IV fluid was not flowing at all, even though staff knew that the IV needle was correctly placed. Pinched off the primary tubing immediately because we realized the IV tubing was not primed properly and was full of air. No air entered pt, and a new IV was properly primed and hung. Afterwards we checked the faulty IV primary set for kinks or closed clamps; there were none. Then we squeezed the IV fluid bag to try and persuade the primary tubing to prime; it refused. Fifteen minutes later, while I was getting ready to dispose of the IV fluid and primary set, I tried on last time to prime the tubing and was successful, as if nothing were ever wrong with the tubing. Of note is that this happened a second time this morning while priming IV tubing. We had a primary set that refused to prime past the white disk filter located approx 9 inches from the chamber. No kinks or closed clamps were discovered with this tubing either, but after setting for 15 minutes, it primed like it was supposed too." Upon further query, the following information was provided that indicated no flow. The tubing set was to be used to deliver lactated ringers via gravity flow. The contact reported that after the tubing set was connected to the pt's IV access site and the cair clamp was opened to start flow of solution, no flow of solution was noted. The nurse noted that the solution was not dripping in the drip chamber and noted that no fluid was present in the tubing. The nurse clamped off tubing set. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.